Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), genital haemorrhage ("persistent bleeding"), pregnancy with contraceptive device ("1 pregnancy that ended in miscarriage in (B)(6) 2016") and abortion spontaneous ("1 pregnancy that ended in miscarriage in (B)(6) 2016") in a (B)(6) female patient who had essure (batch no. C66830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2016. The patient's past medical history included multi gravida, parity 4 (number of live births:4 ((B)(6) 2004, (B)(6) 2009, (B)(6) 2014 and (B)(6) 2014).) And premature delivery on (B)(6) 2014. Previously administered products included for family planning: depo provera from 2009 to (B)(6) 2013. Concurrent conditions included low back pain (not recovered prior to essure) and low back pain (worsened post essure placement) since (B)(6) 2014. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/long periods"), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), back pain ("low back pain after the essure implant the intensity of the pain became worse") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache (" headaches"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and vaginal infection ("vaginal infection") with vaginal discharge. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant) and nausea ("nausea"). In 2017, the patient experienced pharyngitis ("infection (other) describe: throat infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vomiting ("vomiting") and spinal pain ("spinal pain after the essure implant the intensity of the pain became worse"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with miconazole nitrate (monistat), amoxicillin and paracetamol (tylenol). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, menorrhagia, vaginal haemorrhage, dyspareunia, fatigue, pharyngitis, vaginal infection, nausea, migraine, headache, vomiting, spinal pain, back pain and weight increased outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, back pain, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pharyngitis, pregnancy with contraceptive device, spinal pain, vaginal haemorrhage, vaginal infection, vomiting and weight increased to be related to essure. The reporter commented: (B)(6) was not advised of any complications or problems that occurred at the time of essure placement procedure. Right fallopian tube: essure device visualized without peritoneal spillage of contrast. Impression: successful occlusion of the bilateral fallopian tubes status post essure placement. She is planning on removing the essure this year 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pregnancy test - on (B)(6) 2016: confirm pregnancy. Ultrasound scan - on (B)(6) 2016: confirm pregnancy then essure migrated; on an unknown date: he did not hear a good heart beat. On (B)(6) 2015, hysterosalpingogram: all was well the implants were well placed in the fallopian tubes. On (B)(6) 2016, us ob first trimester: multiplanar gray-scale imaging of the pelvis was performed using transabdominal and for better assessment of the endometrium and/or adnexa, transvaginal technique. Intrauterine gestation with a fetal pole and yolk sac but no fetal heart activity is detected. The crown-rump length and mean sac diameter not meet diagnostic criteria or pregnancy failure, however the sonographic appearance raises some suspicion. Essure contraceptive device are present bilaterally, although ultrasound is not reliable for localization. Most recent follow-up information incorporated above includes: on 14-feb-2018: pfs and medical records received: reporters details added event migration of essure device, 1 pregnancy that ended in miscarriage in (B)(6) 2016, abnormal bleeding (vaginal, menorrhagia)/long periods, dyspareunia (painful sexual intercourse), fatigue, infection (other) describe: throat infection, vaginal infection, vaginal discharge, nausea, vomiting, back pain, migraines / headaches, spinal pain after the essure implant the intensity of the pain became worse, device ineffective, weight gain. Historical, concomitant condition, lot no and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), genital haemorrhage ("persistent bleeding"), pregnancy with contraceptive device ("1 pregnancy that ended in miscarriage in dec2016") and abortion spontaneous ("1 pregnancy that ended in miscarriage in dec2016") in a 36-year-old female patient who had essure (batch no. C66830-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2016. The patient's past medical history included multi gravida, parity 4 (number of live births:4 (B)(6) 2004, (B)(6) 2009, (B)(6) 2014 and (B)(6) 2014).) And premature delivery on (B)(6) 2014. Previously administered products included for family planning: depo provera from 2009 to december 2013. Concurrent conditions included low back pain (not recovered prior to essure) and low back pain (worsened post essure placement) since (B)(6) 2014. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/long periods"), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), back pain ("low back pain after the essure implant the intensity of the pain became worse") and weight increased ("weight gain"). In september 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In december 2015, the patient experienced fatigue ("fatigue"). In may 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and vaginal infection ("vaginal infection") with vaginal discharge. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant) and nausea ("nausea"). In 2017, the patient experienced pharyngitis ("infection (other) describe: throat infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vomiting ("vomiting") and spinal pain ("spinal pain after the essur implant the intensity of the pain became worse"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with miconazole nitrate (monistat), amoxicillin and paracetamol (tylenol). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, menorrhagia, vaginal haemorrhage, dyspareunia, fatigue, pharyngitis, vaginal infection, nausea, migraine, headache, vomiting, spinal pain, back pain and weight increased outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, back pain, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pharyngitis, pregnancy with contraceptive device, spinal pain, vaginal haemorrhage, vaginal infection, vomiting and weight increased to be related to essure. The reporter commented: she was not advised of any complications or problems that occurred at the time of essure placement procedure. Right fallopian tube: essure device visualized without peritoneal spillage of contrast. Impression: successful occlusion of the bilateral fallopian tubes status post essure placement. She is planning on removing the essure this year. 2018 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion pregnancy test - on (B)(6) 2016: confirm pregnancy ultrasound scan - on (B)(6) 2016: confirm pregnancy then essure migrated; on an unknown date: he did not hear a good heart beat (B)(6) 2015, hysterosalpingogram: all was well the implants were well placed in the fallopian tubes. (B)(6) 2016, us ob first trimester: multiplanar gray-scale imaging of the pelvis was performed using transabdominal and for better assessment of the endometrium and/or adnexa, transvaginal technique. Intrauterine gestation with a fetal pole and yolk sac but no fetal heart activity is detected. The crown-rump length and mean sac diameter not meet diagnostic criteria or pregnancy failure, however the sonographic appearance raises some suspicion. Essure contraceptive device are present bilaterally, although ultrasound is not reliable for localization. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. On (B)(6) 2018: pfs received: no new information received. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.